Event description:
It was reported that the fowler would remain in the flat position and could not be locked in the upright position. No adverse consequence reported.

Manufacturer narrative:
It was reported that the set screw on the fowler cylinder was misadjusted. This is not likely an assembly error by the manufacturer because the cot was performing to specification when it was received. It is unk how the set screw became misadjusted. The parts were not received by the manufacturer for eval.